Event description:
Procedure: low anterior resection. According to the reporter: the anvil broke off three times. Had to make a colostomy. The damage was caused by failure of the instrument to not staple properly. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).